Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the cause of the previously reported event was "likely related to scalp and dura adhesions". No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
The device was implanted off label.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient experienced tenderness and sensitivity along the incision line / burr hole site on the left when brushing their hair or touching the burr hole. It was also noted that the patient felt an electric shooting pain down to the left side of their check and face, which suggested dural sensitivity. It was confirmed that there was no fever or breakdown of the electrode, but it is directly related to where the deep brain stimulation (dbs) electrode enters the skull. The diagnostic methods included an examination and the patient reporting the issue on (B)(6) 2017. The etiology was related to the device/therapy, and possibly related to the implant procedure; the burr hole site on the left and the associated implantable neurostimulator (ins) were noted. No actions/interventions were taken regarding the issue and the event resulted in an unscheduled clinic or office visit; the event is ongoing.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the actions/interventions take to resolve the previously reported issue included removal of the small "kls plate" at the left burr hole site on (B)(6) 2017; the event resulted in an unscheduled clinic or office visit. It was also noted that the event was resolved without sequelae the same day. No further complications were reported/anticipated.